Manufacturer narrative:
Other (code unspecified): the product was not returned. Based on information provided, it cannot be determined that the alleged infection was related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient has signs and symptoms of an infection prior to placement of v.a.c.® therapy and was on antibiotic regimen. It is unknown if the physician observed the patient on 07-may-2019 and noted the patient had purulent drainage. It was noted that cultures were pending of the wound but clinically it did not look like a dswi [deep sternal wound infection] to the physician. V.a.c.® therapy was applied. The nurse noted on (B)(6) 2019 that patient was on antibiotics due to wound cultures when v.a.c.® therapy was applied. Device labeling, available in print and online, states: v.a.c.® therapy safety information all disposable components of the v.a.c.® therapy system are for single use only. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On 20-jun-2019, the following information was reported to kci by the nurse: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was placed on hold on (B)(6) 2019 allegedly due to hospitalization for a wound infection. A sharp debridement was performed on (B)(6) 2019. On (B)(6) 2019, the following information was reported to kci by the nurse: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was discontinued on (B)(6) 2019. Per review of kci records, the physician observed the patient on 07-may-2019 and noted the patient had purulent drainage. It was noted that cultures were pending of the wound but clinically it did not look like a dswi [deep sternal wound infection] to the physician. V.a.c.® therapy was applied. The nurse noted on 07-may-2019 that patient was on antibiotics due to wound cultures when v.a.c.® therapy was applied. On (B)(6) 2019, the device was tested per quality control procedure by kci field service, and the unit passed quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. Multiple unsuccessful attempts have been made to retrieve the device, therefore a device evaluation could not be performed.